Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer repeated the sample on the same instrument, which resulted as expected. Upon follow-up, the customer stated that after a week of monitoring, no other issues were seen. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.